Event description:
A customer reported experiencing a low blood glucose event, with the lowest level being 40 mg/dl, earlier in the day before contacting support. Cause was not known. The customer consumed carbohydrates to treat the low glucose level and received assistance from emts, who provided a glucose gel pouch. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately. Tandem technical support suggested that the customer consult with a healthcare professional to discuss potential factors affecting their blood glucose levels, and the customer understood this recommendation.